Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 20 days post implant, an alert was triggered due to non-sustained episodes and abnormal pacing impedance. A connection issue was suspected. A revision procedure occurred and the lead values were noted to be stable and normal after being disconnected and re-connected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.